Manufacturer narrative:
A ge service representative performed an onsite investigation. The hv cable connections to the x-ray tube were evaluated, re-lubricated and reseated. The x-ray tube, igbt pcb assembly and hv tank transformer assembly were also replaced during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was shutting down without command of the operator. There is no report of a patient injury or death associated with this event.